Event description:
Patient was brought into procedure room and prepared for planned cardioversion per protocol. Conmed padpro defibrillator pads were applied. Patient was sedated for procedure and cardioversion was delivered at 200 joules. Small spark noted coming from anterior pad. Defibrillator pads were changed. 2nd cardioversion attempt was delivered at 300 joules. More sparks noted from anterior pad. Pads were immediately removed from patient and skin was assessed. Skin slightly reddened but no breakdown noted. Pads were visually inspected for defect and expiration. Pads did not appear to have defect and were not expired.